Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not enunciate an audible tone. During troubleshooting, the customer triggered an alert and verified that an audible tone was declared by the pump. Blood glucose level was 250 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.